Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.2 had a defective position sensor, which prevented the pull map from displaying when the drawer was opened. The field service engineer replaced the defective position sensor. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es map for drawer 2.2 did not display on the screen after opening the drawer. When the drawer was closed and reopened multiple times, the map displayed intermittently, functioning correctly approximately 1 out of 10 times. However, there were no delays, adverse events or injuries reported based on this event.